Event description:
The port was placed 11/28/95 for IV therapy, when the port would not infuse, urokinase was unsuccessfully used. A dye study was then done, which reportedly showed that the catheter had broken off at the port stem but the catheter had not embolized.